Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6)2025. On (B)(6)2025, it was reported that the patient called an ambulance as he was feeling nauseated. The patient already did a fingerstick comparison himself and confirmed inaccuracy, the cgm was 110 mg/dl and the bgm was high but there was no specific number reported. The patient confirmed that the paramedics did a fingerstick but no value was reported. The patient did not administer any medication before he called for an ambulance. The paramedics treated the patient with IV fluid and was taken to hospital. Upon arrival at the hospital hcp did bg-cgm reading comparison however there were no values reported. The patient was treated with IV fluids. The patient stayed at the hospital for 4 days until readings were stable. At the time of the report the bgm was reading 360 mg/dl but pt felt okay though. No other details were documented. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. When the patient felt nauseous, there was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.